Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the not following the reprocessing steps as indicated in the olympus reprocessing manual was use error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During on-site in service by endoscopic support specialist (ess), the customer was made aware of reprocessing steps being performed in an incorrect manner different from the steps stated in the olympus enf-vh reprocessing manual. The device was not returned to olympus. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rhino-laryngo videoscope, during on-site visit, endoscopic support specialist (ess) learned that they were not following the reprocessing steps as indicated in the olympus reprocessing manual. The customer did not preclean, leak test or manually clean the scope prior to placing it in high level disinfectant. There were no reports of patient harm.